Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead. The patient's heart rate (hr) was around thirty beats per minute (bpm). The root cause of the reported observations was unable to be determined. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.